Event description:
The customer's parent called and reported the patient was experiencing high blood glucose of 441 mg/dl. The customer's blood glucose was not going down despite treating with boluses and manual injection. It was stated the high blood glucose was due to a medication the customer was taking for asthma and he was on a temporary basal rate. Customer also had a small amount of ketones. Troubleshooting was performed. There were no air bubbles or leaks found in the infusion set or reservoir. Insulin exited during a manual prime. The infusion set cannula was not found to be bent. Customer's parent declined to check settings and programming. The insulin pump passed the high pressure test. Customer was advised to change the set and follow up with healthcare provider regarding unexplained high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.